Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site:(B)(4). The sion black guide wire was returned for evaluation. The polymer jacket of the returned guide wire was found peeled off for approximately 12 - 16.5 cm from the tip so that the core shaft and coils were exposed. A longitudinal slit with deep scratches was observed on the proximal end of the peeled polymer jacket. On the distal side, the end of the peeled polymer jacket was turned over. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the tip of the sion black probably went under the existing stent and interfered with stent struts. The stent struts damaged the polymer jacket and the damaged polymer jacket likely peeled off as the guide wire was removed from the vessel. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart; and, [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a 90-99% in-stent restenosis in #2 segment of the right coronary artery. An asahi sion blue guide wire was delivered but failed to cross the lesion. Another asahi guide wire, sion black, was then delivered in the next attempt to cross when it met resistance during advancing in the lesion. While the sion black left in situ, the sion blue that failed to cross in the earlier attempt was re-delivered to the lesion. This time, it successfully crossed it was reported that a percutaneous coronary intervention (pci) was performed to treat a 90-99% in-stent restenosis in #2 segment of the right coronary artery. An asahi sion blue guide wire was delivered but failed to cross the lesion. Another asahi guide wire, sion black, was then delivered in the next attempt to cross when it met resistance during advancing in the lesion. While the sion black left in situ, the sion blue that failed to cross in the earlier attempt was re-delivered to the lesion. This time, it successfully crossed the lesion. Then the sion black was advanced further and a high-pressure balloon was inflated. When the sion black was being removed, resistance was felt. The physician forcefully removed the sion black from the vessel. Following the second balloon inflation, a drug-coated balloon was expanded at the lesion. Ivus image confirmed that there was a foreign object left in the vessel. The foreign object was turned out to be a fragment of the polymer jacket peeled off from the sion black. A stent was deployed at the lesion where the fragment was also located and the pci was completed. The patient was fine without problem after the pci.the lesion. Then the sion black was advanced further and a high-pressure balloon was inflated. When the sion black was being removed, resistance was felt. The physician forcefully removed the sion black from the vessel. Following the second balloon inflation, a drug-coated balloon was expanded at the lesion. Ivus image confirmed that there was a foreign object left in the vessel. The foreign object was turned out to be a fragment of the polymer jacket peeled off from the sion black. A stent was deployed at the lesion where the fragment was also located and the pci was completed. The patient was fine without problem after the pci.